Event description:
A non-health professional reported that the doctor lifted the corneal flap cut and noticed that the corneal flap cut decentered from what was programmed during surgery. Additional information received. Right eye completed as planned. The left eye corneal flap was cut using another femtosecond laser. No refraction communicated.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. After lifting the corneal flap cut by system, the surgeon reported that the corneal flap cut was decentered from what was programmed. A video was provided where surgeon demonstrated that during surgery the live image has shifted upwards compared to the image overlay, which could have been recognized clearly by the surgeon prior starting the cutting process. Width of the black stripe changed when controlling brightness of the op-field illumination. Cut and subsequent refractive treatment were completed successfully, no impairment of treatment quality so far. This reported issue could not be reproduced by fse (field service engineer) during technical visit on site. Joystick and pc were replaced and the system was verified as per sir (service installation record) meeting specifications. Visual inspection of the received components shows no obvious damage. Functional inspection of the received parts on lab, shows no issues or indications for a issue. The reported issue could not be reproduced with the returned components. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during startup and not as recommended every two hours. Logfile shows sixteen successfully performed treatments. The reported treatment could be identified in the logfile; no relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. Root cause could not be determined conclusively. Most probable root cause: synchronization between camera signal and frame grabber card disturbed somehow. A definite root cause could not be determined as issue could not be replicated. The manufacturer internal reference number is: (B)(4).